Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The patient reported that in (B)(6) 2015 it was the first time they sat back and leaned on their back where the implantable neurostimulator (ins) was located and they experiences an electrical burning very badly. It was initially stated that they felt electrical shocks, but the statement was retracted and it was stated that it was not really a shock, but more of a burning sensation. It was stated that the health care professional (hcp) "redid the lead wires" in (B)(6) 2015. The following morning after the leads were redone they fell and one of the lead wires ended up moving up. The hcp redid the wires again. The patient was still experiencing the burning sensation but not nearly as bad as before. If they turned the stimulation up they were not getting the stimulation that they got from their tens unit. If the patient did increase the stimulation then of course electrical burns get much more severe and the patient stated getting a pulsating in the patient's lower right buttocks. The patient had an appointment with their hcp and manufacturer representative (rep) regarding the reported issues, the patient did not share the date of the appointment. Additional information was received from the manufacturer representative (rep) indicating that they had peripheral leads and had a lead revision (B)(6) 2015 because they golfed soon after surgery and the leads migrated. On (B)(6) 2016 the patient had a second lead revision because they fell and leads migrated again. The patient had an appointment at hcp office on (B)(6) 2016. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.